Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary stenting treatment procedure, the patient presented with chest discomfort. The subject presented due to a myocardial infarction and was referred for cardiac catheterization. The index procedure treated the 95% stenosed, 2.7x20mm target lesion located in the mid left anterior descending artery. Treatment consisted of pre dilation, placement of a 2.5x28mm taxus liberte study stent and post dilation resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and prasugrel. Seven days post the index procedure, the patient presented with a burning substernal chest discomfort listed as "non-cardiac etiology". Angiography without revascularization was performed. The event was considered resolved without residual effects the same day. Per the physician, the event was listed as "not related" to the study stent.